Event description:
The customer (biomed) reported that the user had reported to him that he has to press the shock button a few times in order for the device to discharge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.